Manufacturer narrative:
Date of event for charging issue was reported as "past few months" and "since 2016". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that connector pin on the desktop charger was bent. The patient also reported that it had been taking "hours" to charge their implantable neurostimulator (ins) for the past few months (¿since 2016¿) and noticed the bent connector pin on (B)(6) 2016. There was no out of box failure reported in the event. No medical or therapy issues were noted. No patient symptoms or harm were reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.